Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that the stimulation from their implantable neurostimulator (ins) was intermittent and pulsating. The patient reported that the parameters increased automatically when they walked from the living room to the 2nd floor bathroom. It was confirmed that the adaptive stimulation (as) feature was disabled. The patient stated that when they rubbed the back of their leg the stimulation turned off. They were unable to lie on their left side. When the patient checked the ins with the programmer it showed the stimulation was on. No falls or trauma were reported related to the issue but the patient noted that they fell and had a bruised leg but did not think anything shifted and the therapy did not seem to change. It was noted that the patient had a bone marrow transplant and that the stimulation was in the thigh. In addition, they stated that they had a lead that controlled the inside of their leg and another for the outside of the leg. The patient had an upcoming appointment on (B)(6) 2016 with their primary care physician (pcp). The indications for use for the implanted device were noted as non-malignant pain and complex regional pain syndrome type I. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.